Manufacturer narrative:
The customer was provided with a replacement glidescope avl video baton 3-4, and the baton used in the procedure was returned to verathon for evaluation. A verathon technical service representative evaluated the returned video baton and was able to duplicate the intermittent image and green static lines by connecting the baton to a test video monitor. A visual inspection of the baton showed that there was physical damage to the camera. Since there are no repairs available and the customer received a replacement, the returned video baton was scrapped. Corrective action is not required at this time. Verathon will continue to monitor for trends.

Event description:
The customer reported that during a patient procedure, using a glidescope avl video baton 3-4, the device would show a green screen intermittently. It was noted that the flexible tubing was damaged on the video baton. No use of a back up device was reported. In addition, no harm to the patient or the user was reported.